Event description:
It was reported that the physician was unable to connect a competitor lead to the implantable cardioverter defibrillator (ICD). The physician tried another lead of the same model but it was again impossible to connect. The device was not implanted; a competitor device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted: inserted test lead into right ventricular (rv) lead port. The setscrew was tightened to one click using medtronic torque wrench and slightly tugged. The setscrew held and secured the lead. No anomalies were found. (B)(4).